Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log file confirmed that there was malfunction of the x-ray pc. The fse replaced the x-ray pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the azurion system did not start. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on-site, and the troubleshooting actions showed a problem with the x-ray pc. The fse replaced the x-ray pc and configured the original settings and returned the system to use in good working order.